Event description:
A customer reported discrepant result for cardiac troponin I (ctnl2) on the aia-900 analyzer. The quality control (qc) was within acceptable range, and no reported analyzer errors or flags. Run #, patient result (ng/ml). (B)(6), 1.57. (B)(6), 0.79. (B)(6), <0.06. (B)(6), 0.20. The customer reran sample with an alternate method and result was 0.03ng/ml, which was within the customer's expected range. The initial patient run result of 0.20ng/ml was reported out before replacing result with the alternate method result of 0.03ng/ml. Technical support specialist (tss) instructed the customer to perform 10 point precision on 2 levels of qc which passed within acceptable ranges. The customer will monitor results and call back if further action is required by tosoh. The customer confirmed there was no patient intervention or adverse health consequences due to the initial reported patient results.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results.16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients.18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Results from this or any other in vitro diagnostic procedure which do not correlate with the clinical presentation of the patient should be interpreted with extreme caution. The use of a single ctni result on a patient should be discouraged. As with the other cardiac markers, a temporal pattern of rise and fall over time should be observed to aid in accurate interpretation of the results. Users are reminded that elevations in ctni can occur for reasons other than myocardial infarction, and lack of a ctni value over a certain value does not preclude ami or serious cardiac injury. Assays from various manufacturers may yield different results. Reactivity of the epitopes used in the assay vary with the form of ctni present in a specific specimen. Also, assay calibration between manufacturers is not standardized. Using st aia-pack ctni 2nd-gen, the highest concentration of troponin I measurable without dilution is approximately 115 ng/ml, and the lowest measurable concentration is 0.06 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 115 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 115 ng/ml. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event could not be established.